Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the heavily tortuous, heavily calcified right iliac artery, during pre-dilation, the agiltrac balloon ruptured at unspecified pressure. The balloon was removed without difficulty. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Use after expiration. The customer reported the device had been discarded. Without a device examination, a root cause for the reported balloon rupture could not be determined based on the described event. However, the heavily calcified and tortuous arterial vessel may have contributed to the balloon rupture. The device instructions for use states to "use the catheter prior to the "use by" date specified on the package." A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.